Manufacturer narrative:
(B)(4). Baxter received one sample for evaluation. Initial evaluation did not confirm the reported condition. Visual inspection showed no signs of occlusion or abnormality that could have caused the reported problem. Functional testing showed free flow from the distal luer. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The infusion was started on (B)(6) 2013 and was attempted till (B)(6) 2013. The root cause for the reported condition could not be determined, the unit exhibited normal flow behavior. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor did not infuse. The infusor was filled with fluorouracil 3600mg in sodium chloride 0.9%. There was patient involvement but no injury or medical intervention was reported. Additional information was requested and is not available.